Event description:
Customer reported that touchscreen on pump was broken and unresponsive. There was no reported impact to the customer's blood glucose level. Customer is awaiting a replacement pump with a different serial number and plans to return the original pump for further investigation.